Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 3 mm x 20 mm x 144 cm coyote¿ es balloon catheter wad advanced for pre-dilatation. However, during the first inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3 mm x 20 mm x 144 cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was stable.